Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a battery issue with her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the battery issue first occurred ¿around noon about 3 months prior to contacting lfs¿. The patient manages her diabetes with a combination of diabetes medications including humalog insulin and metformin tablets. She reported that as a result of the reported issue, on (B)(6) 2015, she consumed more food/drink. The patient alleged that on an unspecified date and time after the start of the alleged issue, she developed symptoms of ¿sweaty [and] nausea¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided there was no misuse of the meter. The patient was using the correct test strips. The meter would not turn on when the power button was pressed or when a test strip was inserted per owner¿s manual. Based on the information provided, the batteries needed to be replaced; however, the patient did not have replacement batteries. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of an acute diabetes excursion after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.